Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is exhibiting noise on the ventricular channel, and the electrogram is displaying ventricular sensed activity with the noise. The patient has heart block and pacer dependent.